Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic splenectomy, when performing removal of the spleen, the bag was ripped while removing the specimen and over 30 minutes to suction morcellated specimen and omentum. They removed the specimen and tissue manually through port defect and trocar. There was no patient injury.